Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests, and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 192 mg/dl. Troubleshooting for the reservoir leak was performed. Customer advised they can smell insulin where the site is located, it was red where the adhesive is located and when the site was pulled out there was a bubble of insulin. Customer advised that the location of the leak was past the first and second o-rings. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.